Event description:
New information on 06/20/2016 indicated that the left ventricular lead was explanted and replaced. The patient was doing well post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. The left ventricular lead exhibited a loss of capture. An x-ray image revealed that the lead had become dislodged. No medical intervention was reported. The patient was stable.